Event description:
A hospital in (B)(6) reported that an rt100 adult dual heated breathing circuit caused the (B)(4) respiratory humidifier to alarm when connected. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. We are currently endeavouring to retrieve the complaint device. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an rt100 adult dual heated breathing circuit caused the mr850 respiratory humidifier to alarm when connected. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: a heater wire resistance test was carried out using a multimeter. Results: the heater wire resistance test revealed both the inspiratory and expiratory limbs to be within specification for this product. No fault was found with the complaint device. Conclusion: no fault was found. All breathing circuits are electrically tested during production and those that fail are rejected.